Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of discrepant elecsys acth test system results for 2 patient samples on a roche diagnostics elecsys e170 modular analytics immunoassay analyzer. For patient 1 the initial acth result was 32.97 pg/ml and was reported outside of the laboratory. The repeat result was 1,008 pg/ml on a different e170 and was considered to be the correct result based on the patient's history. During the customer's investigation of patient 1, some other samples were repeated. For patient 2 the initial acth result had been 1.46 pg/ml and was reported outside of the laboratory. On (B)(6) 2018, the repeat result was 28.2 pg/ml on a different e170. The customer did not know which result was correct based on the lack of the patient's history. Patient 2 was a (B)(6) female. There was no allegation of an adverse event. The reagent lot number was 296273 with an expiration date of 31-jan-2019. The initial investigation determined that the calibration and qc were acceptable. The analyzer performance check data was acceptable.

Manufacturer narrative:
Based on the qc data a general reagent issue can be excluded.

Manufacturer narrative:
The alarm trace contained several messages consistent with preanalytic/sample-quality issues. The investigation did not identify a product problem. The cause of the event could not be determined.